Manufacturer narrative:
The device was returned and an investigation of the device is ongoing. Upon conclusion of the investigation, a supplemental report will be submitted with a summary of the results.

Event description:
A user facility biomed reported that during preventative maintenance, an automated impella controller powered up with a self check failure. There was no patient involvement or harm associated with the failure.

Manufacturer narrative:
Additional information: the investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause for the system self-check failure was not determined due to the intermittent failure mode. Corrections to the initial MFR report: d2 device name has been updated. Updated h3 to device evaluation anticipated. H6 type of investigation and conclusion code added.